Event description:
Device 1 of 3. Reference MFR report #'s 1627487-2013-00680 and 00681. It was reported the pt's (B)(6) scs system was explanted due to an infection caused by an insect bite. Prior to the system removal, it was reported the pt experienced diminished therapy relief. F/u on this matter found the pt's condition is improving with respect to the infection.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected components were replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.